Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic banding procedure for treatment of an esophageal bleed. The ligating head of the speedband superview super 7 device broke loose. The clinician utilized a basket to retrieve the ligating head. The procedure was successful. The pt condition listed as `ok'.